Manufacturer narrative:
Product analysis: h3: evaluation determined the customer allegation of broken bearings / detached is conformed. The likely cause of failure is due to corroded bearings. Additionally, it was also noted that the washers were also founded corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the craniotomy procedure, the ball bearings of the attachment fell out/missing. At the time of the report, there was no patient impact .